Manufacturer narrative:
The subject device was not returned for evaluation. There was no case playback to review. Based on the limited information available and no playback review, we are not able to confirm whether there was a device malfunction. We received confirmation that the facility has successfully used the device since the reported event; therefore, the site continues to use the navigation system. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
A veran representative was on-site when the following event occurred. The veran representative reported they had difficulty with the laptop receiving the computed tomography (CT) scans. The laptop only accepted the scans after the representative turned the laptop off and then back on, and pushed the ethernet cord in the port. During planning, the nodule was off so they had to do a mapping refinement. During registration, they had to collect points and do a trim point cloud. They did have veran technical support (vsupport) on the call while they performed registration. When they were marking the entry point to perc (percutaneous), the depth of the needle seemed off and once they were in the lung, there was reportedly blue dye "everywhere". The procedure was able to be completed with no delay. There was no patient or user injury as a result of the reported event. This report is being submitted for the allegation there was inaccuracy due to blue dye being seen "everywhere".